Event description:
The pt is pursuing a product liability claim. It was reported that the pt received an unk zimmer implant on the right side on (B)(6) 2012 and underwent revision surgery on (B)(6) 2013 due to multiple dislocations.

Manufacturer narrative:
The manufacturer did not receive devices. X-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific clinical event cannot be ascertained from the info provided. A product failure cannot be confirmed. Should additional info becomes available and/or the device(s) be returned for eval and an investigation result be available, an amended medical device report will be filed. The need for corrective measures is not indicated at this time. (B)(4).